Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with an alarm; this condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with an alarm was confirmed and reproduced during service evaluation as f-66 alarm. The cause of the reported condition was determined to be a depleted main battery. The main battery was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.